Event description:
The dragonfly optis catheter got stuck on something in the body. The device came off the wire, and the catheter itself did not come back out; it remained in the body after the wire was removed. A balloon dilation catheter was inflated to manipulate the device out of the body. Once removed from the body, the dragonfly optis catheter piece left behind was noted to be in one piece. The procedure ended without any further intervention.

Manufacturer narrative:
The reported event of "got stuck" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The dragonfly optis imaging catheter instructions for use (IFU) states that the user should observe all advancement and movement of the dragonfly optis imaging catheter under fluoroscopy. Always advance and withdraw the catheter slowly. Failure to observe device movement fluoroscopically may result in vessel injury or device damage. To assure proper placement do not move the guide wire after the dragonfly optis imaging catheter is in place. The dragonfly optis imaging catheter IFU states that is resistance is encountered during advancement or withdrawl of the dragonfly optis imaging catheter, stop manipulation and evaluate under fluoroscopy. If the cause of resistance cannot be determined or mitigated, carefully remove the catheter from the patient.